Manufacturer narrative:
The exact date of the event is unknown; however, it is known that the endophthalmitis was first observed in (B)(6) 2017. The first of the month was used as the date of the event. The device remains implanted in the patient; therefore, product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. A review of the device labeling was completed. Endophthalmitis is identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any surgical procedure that disrupts the integrity of the globe can lead to endophthalmitis (eg, cataract, glaucoma, retinal, radial keratotomy, intravitreal injections). Endophthalmitis is an inherent risk of any ocular surgery and the etiology of the infection in this case is not known; however the surgeon reported that it is not believed to be related to the istent or use of the istent. To date, there has been no causal link established between the infection and the istent device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
The surgeon reported that a patient presented postoperatively with endophthalmitis following an uncomplicated cataract and istent surgery. The surgeon believes that this is a post-operative endophthalmitis and that the istent likely did not cause or contribute to the event. The intraocular pressure on postoperative day one was "very promising." Additional information has been requested from the surgeon.